Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Loss of capture was also observed on the ra and rv leads, and a recent episode showed a lot of noise on the electrograms (egms). The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Loss of capture was also observed on the ra and rv leads, and a recent episode showed a lot of noise on the electrograms (egms). The device and leads remain in service. No adverse patient effects were reported.